Event description:
Information was received that the nail stopped during the lengthening protocol. Per the reporter, the nail was moving inside the body part. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Additional data: b5, h3, h6, h10. Device evaluation: upon return, visual inspection of the nail revealed no external damage. X-ray images of the internal components showed no damage and revealed the nail to have been partially distracted. The nail was functionally tested and was able to distract and retract without any abnormal noise using the high-speed magnet tool and the external remote controller (erc). The length as received was measured at 274.49 mm. The maximum and minimum length were measured at 355.57 mm and 273.12 mm respectively; giving a total stroke measurement of 82.45 mm, which meets the specification. Distraction force testing was measured at 292.40 lbs. Which meets the specification. The reported failure could not be confirmed as the nail was found to be functional and met the specifications. As part of this complaint investigation, there were no loose components found within the nail. Device records review: review of the device history records indicated, the unit met all required quality specifications and testing prior to product departure.

Event description:
No additional information has been provided.

Event description:
Additional information was received that "the thinner part is going inside the thicker part. It is loose".

Manufacturer narrative:
H6 (device code 4003 was previously submitted. The reporter has confirmed this event was not a migration issue, but a mechanical issue).